Manufacturer narrative:
A review of the complaints database was conducted, and over the previous six months, one other complaint was found related to this part number and lot number for this failure mode and issue. A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. A crack in the luer (hub) was confirmed that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and an internal investigation was initiated to address this issue. The investigation is currently in the effectiveness phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Internal hub cracked and no flushing within one day of insertion (inserted in morning, event occurred in evening). Date of insertion: (B)(6) 2023 (<1 day in situ) PICC removed and replaced with new PICC.